Event description:
The dealer states that out of the box the front rigging on the right hand side will not lock into place. The dealer states that it is a problem with the frame of the chair, not the front riggings.